Event description:
It was reported that on 21 nov 2023 during a generator replacement that the right ventricular (rv) lead was noted to have insulation abrasion. The physician elected to repair the lead insulation during the procedure. The patient condition was stable following the procedure.